Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2015 with the following findings: investigation could not confirm or duplicate the original complaint. All keypad buttons were functioning normally. There was no damage to the keypad cover. The keypad cover was removed and there were no defects found to the button contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.